Event description:
The patient had surgery in 2006 to receive a st360 spinal fixation system at l4-5. The construct consisted of 4 polyaxial screws (07.00319.034), 4 straight connectors (07.00295.004), 4 lock nuts 07.00326.001, and 1 5.5mm x 20cm rod (7500-5520-00). The surgeon scheduled a second surgery for 2006 because the patient had an infection. X-rays were taken prior to the surgery and rod loosening was identified. During the second surgery, the surgeon confirmed that the connector at l5 had slipped off the rod and the connector at l4 was loose. According to the report, it was also noticed that the rod on the other side was loose.

Manufacturer narrative:
The device was not returned for evaluation. The dhrs for the device and its components were reviewed. The results of the review and the information supplied in the event report did not provide enough information to form a conclusion. The st360 instructions for use (07.00514.001 rev. F) states in the complications and possible adverse effects section, "loosening, disassembly, bending or breakage of components." Additionally, the torque wrench that was used to tighten the set screws was returned and evaluated. The evaluation results indicate the wrench is below the recommended torque level in the surgical technique; however, the results were above the torque level which has previously been determined to be an acceptable tightening torque for the st360 system. The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.